Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient stated the cgm was displaying approximately 4.0 mmol/l so they ate 3 pieces of toast. The patient then laid down that evening/night. When the patient's son returned home that same night, he found the patient. It was not reported what state the patient was in during this time. The son called emergency medical technician's (emt). It was reported that when the paramedics were called, the cgm was diplaying 2.3 mmol/l and the bg was 4.7 mmol/l. When emts arrived, they gave the patient a can of soda to drink and glucose tablets. The emts left when the patient's bg reading was 4.0 mmol/l. During that time, the cgm was displaying 5.7 mmol/l. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.